Event description:
The customer reported the unicel dxh 800 cellular analysis system gave erratic recovery on mean corpuscular hemoglobin (mch) and hemoglobin (hgb). The customer also reported the hgb blank and sample on daily check were trending low and/or unstable. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/18/2015. The fse found that the hemoglobin (hgb) chamber was defective. The fse replaced the hgb chamber, which resolved the failing backgrounds. The repairs were verified per established procedures. (B)(4).